Event description:
During a meniscal allograft transplant the surgeon suffered a 'half moon' burn on the underside of surgeon's hand between surgeon's thumb and forefinger while holding a scope. The graft was taken from the other leg. This procedure took between 3-4 hours. The sales rep. Was present during the procedure when he heared the surgeon say the 'light post on the scope was very hot'. The case was almost finished so the surgeon continued. All of the equipment was new. A 4mm scope was used with a 5mm light cable.